Event description:
A medtronic representative reported that the spine clamp is worn, and cannot be fixed in the spine. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement clamp provided to site on (B)(4) 2014. Onsite inspection of suspect instrument by medtronic field representative finds the clamp is worn.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The adjustment screw threads are worn down in the middle of the travel allowing the clamp face to slip. Also, the retainer ring at the tip of the adjustment screw is stretched allowing additional play in the movement of the clamp face. The reported event was confirmed. The device was replaced to resolve the issue.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.